Event description:
The event involved a primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch where it was reported there were 4 devices that leaked. There was patient involvement and no adverse event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
The following was returned by the customer for complaint investigation: -one used list #15247-28, primary plum set as received, there was no physical damage or other anomalies observed on the returned device. There was some fluid residuals observed. The filter vent juncture was air leak tested with the cap closed, leakage was observed. The filter vent was pressure tested with the vent cap open, and leaking was observed. The customer complaint of tubing lines leaking was confirmed. The probable cause is due to a loss of hydrophobic properties resulting from an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in e3 - initial reporter occupation.